Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient is experiencing pain and possible allergic reaction. The patient was implanted with tm augments on (B)(6) 2013 but as of this notification has not been revised of these components.